Manufacturer narrative:
The manufacturer only investigated the lcd screen.

Event description:
The manufacturer received information alleging a ventilator had an issue with the lcd screen. There was no report of patient harm or injury. The device's lcd screen was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.